Event description:
It was reported that a vns pt underwent generator and lead replacement surgery due to end of service and high lead impedance. The explanted devices were returned to the MFR and underwent product analysis. Product analysis of the returned generator revealed the end of service condition was confirmed during analysis and was due to expected battery depletion. Moreover, analysis on the explanted lead indicated a break was identified in the negative coil. Scanning electron microscopy images of the negative coil suggest a stress-induced (fatigue) fracture has occurred in at least one strand at the mating end of the quadfilar coil. Also, a secondary fracture was identified at the mating end of the negative coil break. Due to the location of the strand the fracture mechanism cannot be determined. Due to mechanical distortion, a conclusive determination of the other broken strands cannot be made. The lead assembly had remnants of what appear to be dry body fluids inside the inner of one of the lead coils (positive) and the outer silicone tubing. No obvious point of entrance was identified other than the identified cut openings and the cut ends of the returned lead portions. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified within the returned lead portions. At the moment good faith attempts to obtain additional info from the treating neurologist have been unsuccessful to date.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.